Event description:
Boston scientific received information that during the implant of this right ventricular lead, a perforation of the ventricle occurred. A pericardiocentesis was performed to remedy the issue, and the lead remains in service with normal diagnostics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.